Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: promus element plus, mr, ous 3.5x16mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. A visual and tactile examination found that the proximal struts moved 2mm on balloon in a distal direction, center struts were stretched in distal direction, distal struts 1-3 were pulled over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that manifold/hub was not returned. There was a hypotube shaft break at 1555mm from the end of the distal tip. There were also several hypotube kinks along the catheter length. A visual and tactile examination found the shaft polymer extrusion was stretched for a length of 68mm distal of the port entry site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found that the tip end stretched in two locations. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-aug-2016. It was reported that crossing difficulties were encountered. Angiography was performed and a more than 95% stenosed, eccentric target lesion was observed in the right coronary artery (rca). After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 3.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again at high pressure with a non-bsc balloon catheter, another of the same stent was implanted followed by post-dilatation, and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break, and stent damage and movement on balloon.